Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin needle and syringe. The customer reports, "attempted to activate safety shield and stuck self."